Manufacturer narrative:
The investigation is ongoing. We will provide the follow-up report when evaluation is done.

Event description:
Reportedly, once infusion was complete, the pump stopped but did not alarm complete. This occurred intermittently. There was no patient injury.